Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. This emdr represents the bard flat mesh (device 1). Additional emdr was submitted to represent the kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿a small defect was identified in midline above umbilicus. Then, a bard flat mesh (device 1) was laid over the top and tacked using sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of kugel patch (device 2). Per op notes, ¿there were noted to be two areas where the fascia had weakened in the midline. The small oval kugel patch (device 2) was laid overlying the fascia and tacked using sutures circumferentially.¿ (B)(6) 2013 ¿ patient was diagnosed with chronic pain and swelling from abdominal wall mesh thereby underwent open repair with the removal of meshes (device 1, 2). Per op notes, ¿the mesh (device 1, 2) was completely excised. There were several small defects of the fascia and anterior rectus sheath, which were identified and were closed with sutures."